Event description:
Customer reported a pt death. The bedside monitor and the cic reportedly did not alarm. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.